Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed error code e200 also clv turret malfunction appears. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement.